Manufacturer narrative:
(B)(4). Method: (B)(4) circuits were received for evaluation. Seven were from lot 1404230301 (manufactured april 23, 2014), one was from lot 1408130301(manufactured aug 13, 2014), eleven were from lot 1411240301 (manufactured nov 24, 2014) and one circuit had no lot information. The returned complaint breathing circuits were visually inspected for damage. Results: it was noted that four of the circuit kits had their bags cut open. A cut was found in the expiratory limb of three of the unsealed complaint circuits. Two of the damaged circuits were from lot 1411240301 and the third had no lot information. The damage appeared to have been made with a sharp object, such as a knife or boxcutter. There was no damage to the fourth unsealed circuit. There was also no damage found to the remaining 16 sealed circuit kits. Conclusion: it appears that the damage most likely occurred from use of a sharp cutting tool when the circuit packaging was opened. All rt280 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. The user instructions supplied with the rt280 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that 20 rt280 adult dual heated evaqua2 breathing circuits had cuts in the exhalation valve, but provided a photograph indicating that the cuts were in the expiratory limb. No patient consequence was reported.